Manufacturer narrative:
A2 -" (B)(6) 1991" should be added to the initial MDR. B1 - corrected to: "adverse event" in the initial MDR. B2 - required intervention to prevent permanent impairment/damage should be added to the initial MDR. B5 - corrected to: "a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of irido-corneal angles, unreactive (fixed) pupil, and blurred vision. In a separate visit a replacement lens was implanted. The problem was resolved. Cause of the event was reported as device - "lens size per ocos calculator was too large after implantation causing high vault and minimally reactive pupil." In the initial MDR. D6a - implant date: (B)(6) 2024 should be added to the initial MDR. H1 - corrected to: serious injury in the initial MDR. H6 - health effect - clinical code (e): 4582, 2137 should be added to the initial MDR. H6 - corrected to: health effect - impact code (f): 4627 in the initial MDR. H6 - corrected to: medical device problem code (a): 2993 in the initial MDR. Claim # (B)(4).

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A faculty representative reported that following an implantable collamer lens (icl) implantation procedure, the lens size looks too big inside the eye. Planned lens removal and replacement. Cause of the event was reported as unknown. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.